Event description:
Elegance clinical study. It was reported that occlusion occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the 6x120, 130 cm eluvia drug-eluting vascular stent system study device as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter, and 4 mm distal reference vessel diameter, with lesion length 120 mm, with 90% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to target lesion treatment with the study device, pre-dilatation was performed using two non-boston scientific percutaneous transluminal angioplasty (pta) balloons, and a 5 mm x 100 mm mustang pta balloon. Treatment of the target lesion was performed by placement of the 6 mm x 120 mm eluvia drug eluting stent study device. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2022, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2024, the subject experienced symptoms related to atherosclerosis obliterans of the lower extremity. On (B)(6) 2024, occlusion was noted in right proximal sfa and was treated by placement of a bare metal stent. Post treatment, the final residual stenosis was noted to be 50%. On (B)(6) 2024, the event was considered resolved with sequelae.

Manufacturer narrative:
A1: patient ID: (B)(6). A2: patient age: 75 years old at time of enrollment.

Manufacturer narrative:
A1: patient ID: (B)(6). A2: patient age: 75 years old at time of enrollment.

Event description:
Elegance clinical study. It was reported that occlusion occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the 6x120, 130 cm eluvia drug-eluting vascular stent system study device as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter, and 4 mm distal reference vessel diameter, with lesion length 120 mm, with 90% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to target lesion treatment with the study device, pre-dilatation was performed using two non-boston scientific percutaneous transluminal angioplasty (pta) balloons, and a 5 mm x 100 mm mustang pta balloon. Treatment of the target lesion was performed by placement of the 6 mm x 120 mm eluvia drug eluting stent study device. Post procedure, the final residual stenosis was noted to be 10%. On 09-nov-2022, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2024, the subject experienced symptoms related to atherosclerosis obliterans of the lower extremity. On (B)(6) 2024, occlusion was noted in right proximal sfa and was treated by placement of a bare metal stent. Post treatment, the final residual stenosis was noted to be 50%. On (B)(6) 2024, the event was considered resolved with sequelae. It was further reported that on 02-feb-2024, the subject visited the hospital with complaints of right heel pain which was exacerbated during walking, and rest pain from the prior 1.5 months, and developed a purple red right heel with skin discoloration from the prior month. Physical examination revealed weakened bilateral dorsal pedis artery pulses. On the same day, the subject was hospitalized for further medical evaluation and treatment. On (B)(6) 2024, ultrasound of the bilateral lower limb arteries was performed which revealed plaque formation in the bilateral lower limb arteries, distal occlusion of the right sfa stent with stenosis at the proximal part of the left superficial femoral artery. During hospitalization, the subject received diabetic food and was given aspirin, rivaroxaban and cilostazol for anti-platelet aggregation and anticoagulation therapy; medications for nourishing nerves, and a medication for improving pain. On (B)(6) 2024, vascular surgery was consulted, and the subject had a diabetic right foot. On (B)(6) 2024, the subjects right foot pain was significantly improved, and the subject was discharged from the hospital and recommended to visit the vascular surgery for further diagnosis and treatment. On (B)(6) 2024, the subject visited the hospital for further evaluation of left lower limb arteriosclerosis obliterans and the subject was hospitalized on the same day. On the same day, physical examination showed the purple red discoloration of the right heel with ulceration and slightly cooler skin temperature; pulsations of the right femoral and popliteal arteries were palpable, and pulsations of the dorsalis pedis and posterior tibial arteries were impalpable. On (B)(6) 2024, right lower angiography was performed which revealed occlusion of the sfa, the deep femoral artery was unobstructed; severe stenosis of the popliteal artery; unobstructed anterior tibial artery and dorsalis pedis artery; however, the posterior tibial artery and fibular artery were poorly developed. O the same day, in-stent occlusion was noted in the right sfa and stenosis was noted in the right popliteal artery, anterior tibial artery was treated by balloon dilation using 2.5 mmx 200 mm, 2.0mm x 200mm, 3 mm x 150 mm and 4mm x 80 mm non-boston scientific balloons. Following this, 5mm x 300 mm non-boston scientific drug eluting balloon angioplasty was performed in the right sfa. Angiography was performed which revealed elastic retraction of the mid-sfa with greater than 50% residual stenosis which was treated by placement of a 5 mm x 120 mm non-boston scientific bare metal stent followed by dilation using 5 mm balloon. Post treatment, the angiography results revealed significantly relieved original stenosis and the blood flow from below the knee to the foot was unobstructed. The final residual stenosis was noted to be 50%. On (B)(6) 2024, the event was considered to be resolved with sequelae and on the same day the subject was discharged from the hospital.

Event description:
It was reported via a clinical study that occlusion occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the 6x120, 130 cm eluvia drug-eluting vascular stent system study device as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter, and 4 mm distal reference vessel diameter, with lesion length 120 mm, with 90% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii c lesion. Prior to target lesion treatment with the study device, pre-dilatation was performed using two non-boston scientific percutaneous transluminal angioplasty (pta) balloons, and a 5 mm x 100 mm mustang pta balloon. Treatment of the target lesion was performed by placement of the 6 mm x 120 mm eluvia drug eluting stent study device. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2022, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2024, the subject experienced symptoms related to atherosclerosis obliterans of the lower extremity. On (B)(6) 2024, occlusion was noted in right proximal sfa and was treated by placement of a bare metal stent. Post treatment, the final residual stenosis was noted to be 50%. On (B)(6) 2024, the event was considered resolved with sequelae. It was further reported that on (B)(6) 2024, the subject visited the hospital with complaints of right heel pain which was exacerbated during walking, and rest pain from the prior 1.5 months, and developed a purple red right heel with skin discoloration from the prior month. Physical examination revealed weakened bilateral dorsal pedis artery pulses. On the same day, the subject was hospitalized for further medical evaluation and treatment. On (B)(6) 2024, ultrasound of the bilateral lower limb arteries was performed which revealed plaque formation in the bilateral lower limb arteries, distal occlusion of the right sfa stent with stenosis at the proximal part of the left superficial femoral artery. During hospitalization, the subject received diabetic food and was given aspirin, rivaroxaban and cilostazol for anti-platelet aggregation and anticoagulation therapy; medications for nourishing nerves, and a medication for improving pain. On (B)(6) 2024, vascular surgery was consulted, and the subject had a diabetic right foot. On (B)(6) 2024, the subjects right foot pain was significantly improved, and the subject was discharged from the hospital and recommended to visit the vascular surgery for further diagnosis and treatment. On (B)(6) 2024, the subject visited the hospital for further evaluation of left lower limb arteriosclerosis obliterans and the subject was hospitalized on the same day. On the same day, physical examination showed the purple red discoloration of the right heel with ulceration and slightly cooler skin temperature; pulsations of the right femoral and popliteal arteries were palpable, and pulsations of the dorsalis pedis and posterior tibial arteries were impalpable. On (B)(6) 2024, right lower angiography was performed which revealed occlusion of the sfa, the deep femoral artery was unobstructed; severe stenosis of the popliteal artery; unobstructed anterior tibial artery and dorsalis pedis artery; however, the posterior tibial artery and fibular artery were poorly developed. On the same day, in-stent occlusion was noted in the right sfa and stenosis was noted in the right popliteal artery, anterior tibial artery was treated by balloon dilation using 2.5 mmx 200 mm, 2.0mm x 200mm, 3 mm x 150 mm and 4mm x 80 mm non-boston scientific balloons. Following this, 5mm x 300 mm non-boston scientific drug eluting balloon angioplasty was performed in the right sfa. Angiography was performed which revealed elastic retraction of the mid-sfa with greater than 50% residual stenosis which was treated by placement of a 5 mm x 120 mm non-boston scientific bare metal stent followed by dilation using 5 mm balloon. Post treatment, the angiography results revealed significantly relieved original stenosis and the blood flow from below the knee to the foot was unobstructed. The final residual stenosis was noted to be 50%. On (B)(6) 2024, the event was considered to be resolved with sequelae and on the same day the subject was discharged from the hospital. It was further reported that the event was considered to be resolved.

Manufacturer narrative:
A2: patient age: 75 years old at time of enrollment.